Event description:
It was reported "system error 3". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4) the reported complaint of "system error 3 and helium loss 2 alarms" was confirmed the field service representative. No part was returned to teleflex chelmsford for investigation. According to the field service report, the issue was resolved after repairing the damaged tubing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the alarms. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported "system error 3". Additional informaiton states that the iab pump console was swapped to continue therapy. No patient injury or cosnequence reported. The patient's current condition is unknown.

Manufacturer narrative:
(B)(4).